Event description:
It was reported that the healthcare provider (hcp) was concerned that the catheter was fractured and had a leak because the patient lost therapy effect over time. However, magnetic resonance imaging (MRI) had been performed and showed that the catheter was okay and intrathecal. The healthcare provider (hcp) noted that he weaned the patient by 40% on her first visit and she did not have withdrawal; however, when the hcp programmed the pump to minimum rate mode she had very mild withdrawal. The hcp stated that they had been weaning the patient¿s dose over the past month and the pump was programmed to minimum rate mode the week prior to the report. The hcp noted that elective replacement indicator (eri) was (B)(6) 2014 and the patient was scheduled to have a pump replacement on (B)(6) 2014. The hcp inquired into leaving the catheter implanted and tying it off. The device system delivered hydromorphone and clonidine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
.

Event description:
Additional information was received. It was reported that there was no fracture found in the catheter. During the surgery, it was tied off and a new catheter was implanted along with a 20ml pump that was placed in the patient's left buttock. It was indicated that the patient was receiving effective therapy with preservative-free hydromorphone.

Manufacturer narrative:
(B)(4).

Event description:
Additional information, an operative report of the pump and catheter replacement, was received. The admission date was listed as (B)(6) 2014 and the patient's discharge date was (B)(6) 2014. During the surgery, the catheter was withdrawing csf (cerebrospinal fluid) without any problems. The health care provider (hcp) anesthetized the skin over the midline back and after exploring the paraspinal fascia under direct palpation, ultrasonographic and fluoroscopic guidance, the hcp was unable to locate the anchor site due to extensive surgical changes. The hcp then decided to leave the native intrathecal catheter in place and subsequently occluded it at the distal abdominal site using 0 ethibond. Following the surgery, in the recovery room the patient was neurologically at baseline and tolerated the procedure well without complications. The patient was given an instruction sheet and was to follow up in the clinic the next day to pick up a back brace given to prevent migration of the catheter and for a wound check. It was noted the patient was to be admitted to monitor for cns or central nervous system or respiratory depression overnight.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j10849r34, implanted: (B)(6) 2001, explanted: (B)(6) 2014, product type: catheter. (B)(4).